Event description:
Tip of inserter broke off during surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This is a duplicate report of 1818910-2014-14999. This report, 1818910-2014-15001, will be rejected. 1818910-2014-14999 will be kept for investigation purposes.